Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as ¿fluid sprayed out of the line¿. The issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b3 event date: 8/8/2023. H4: the lot was manufactured july 01, 2022 to july 06, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a segment on the tube set has been damaged which could result in a leak. The reported condition was verified. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set which suggested the cause of damage was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.